Manufacturer narrative:
The product was not returned for analysis. Complaint history and product history records were reviewed, and documentation indicated the product met release criteria. Root cause has not been identified. Photos were provided. Photo one displayed an ungloved hand holding a tilted small vial. The vial appears to contain clear liquid. The yellow lens model was present inside the vial. One haptic was broken in the haptic/optic junction. The broken haptic was also inside the vial. Photo two displayed what appeared to be a duplicate image of photo one. The manufacturer internal reference number is: (B)(4).

Event description:
A non-healthcare professional reported that during priming of the device for a cataract surgery involving intraocular lens (iol) implantation, a fracture of the haptic was identified. The surgeon used another lens and successfully completed the surgery. There was no patient contact with the original device.